Manufacturer narrative:
This report originally filed as MDR 1644019-2017-00153. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Photos of a probe manifolds coiled on bubble wrap were provided by the customer. No damage was observed in the photos. One probe sample was returned for evaluation for the report of not working (actuation) during surgery. The returned sample was visually inspected and deemed conforming. Dried surgical material was present on the needle from its use, but was able to be easily wiped off the needle. Fit testing of the probe needle through a trocar was performed after the surgical material was removed and was deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation does not confirm the probe had an actuation or cut issue. The probe performance testing met specification. The exact root cause of why the customer thought the probe did not actuate cannot be determined from this evaluation. The surgical material on the probe needle may have cause the probe not to actuate if the probe use was stopped for some reason and then attempted to use again. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a vitrectomy probe did not cut during a vitrectomy procedure. The device was exchanged and the procedure could be completed with no patient harm. Aspiration function is unknown. Additional information has been requested but not received. This is one of three reports being filed for the same facility.